Event description:
Further follow-up revealed that the patient's device was not explanted after the patient's death. The online obituary noted that the patient died in the hospital.

Event description:
It was reported that the vns patient passed away on (B)(6) 2012. No cause of death was provided. The obituary was found online and confirmed the date of death. Attempt to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Description of event, corrected data:per the online obituary the patient died in the hospital. This information was inadvertently left off of the initial report.

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was enterocolitis due to clostridium difficile (primary), urinary tract infection, and other and unspecified convulsions. There is no allegation or other information indicating that the death is related to vns.